Event description:
It was reported that the system was not able to display a live image. This rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The monitor was adjusted during the service call. The system was tested and found to be working as intended and put back into service.